Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the patient underwent a hallux valgus surgery at the schönklinik in hamburg at the end of (B)(6).2024 using the mini tightrope 1.1 mm device manufactured by arthrex. After approx. 4-5 months, a keloid formed, which was treated with 1/10 ampoule of volon a (triamcinolone acetonide) in a dermatologist practice. It was injected directly into the keloid. After 7 months, the sutures of the initially implanted mini tightrope seems to have broken, as the foot unfortunately looks almost as it did before the surgery at the end of january. No further information was received.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is confirmed based on x-rays provided. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0147-eo rev 3 e warning 9. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone.10. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
Update avoe 19-nov-2024: it was further reported that no further surgery has been performed so far, as the patient absolutely refuses this at the moment. The hallux valgus have only been treated conservatively with the splint and exercises and the scar with scarban plasters.